Event description:
A clinical dir reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There are no other complaints reported for this lot. Add'l info has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).